Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
During a procedure (procedure type not provided), about one hour after opening the device, the needle popped off of the suture unexpectedly (detachable needle) leading to a delay in surgery of 30 minutes or more and the utilization of an x-ray in order to find the needle. The needle was found outside of the patient. There was no tissue loss or damage to the patient, and there was no additional blood loss, extension of incision or consequence due to the extended operative time in search of the needle. Further patient details not provided. The product is not returning for evaluation.